Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the red alarm pop ups were not being transmitted. The device was in clinical use but no patient or user was harmed at the time the issue was discovered.